Event description:
It was reported that resistance was encountered during advancement of the balance middle-weight (bmw) guide wire due to anatomy and the existing pacemaker leads. The floppy tip of the bmw wire separated in the tortuous, subclavian vein during the procedure to revise the pacemaker lead. The physician does not know the reason for this tip separation; the separated segment was successfully snared out through the femoral vein within five to ten minutes. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. The reported resistance with the anatomy during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and the scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.